Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, pericardial effusion was diagnosed. The balloon catheter was removed from the patient's body and a pericardiocentesis was performed, in which a significant amount of blood was aspirated. The case was aborted and the patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data file showed at least five applications were performed with catheter 2af284 /06097 on the date of the event. System notice (#(B)(4)) was received indicating that the pressure was low in the system triggered on the first application. A clinical issue was encountered during the procedure, and pericardial effusion was diagnosed. The balloon catheter was removed from the patient's body and a pericardiocentesis was performed, in which a significant amount of blood was aspirated. The case was aborted, and the patient was under general anesthesia. The balloon catheter was not returned for investigation. In conclusion, clinical issue (pericardial effusion) was encountered during procedure. There is no indication of catheter malfunction related to the adverse event. The balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.